Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to the customer's site. The fse evaluated the iabp and verified that the screen was garbled. The fse resecured the coiled cable from top unit to console, and the screen's performance restored. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check, the screen of the cs300 intra-aortic balloon pump (iabp) would not turn on. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a routine check, the screen of the cs300 intra-aortic balloon pump (iabp) would not turn on. There was no patient involvement, and no adverse event reported.